Event description:
Patient representative reported left side "present pain, swelling and breast hardening. When patient went to a physician, was diagnosed with capsular contracture," baker grade unspecified, "discovered about the recall and the possible relation of the implants with a type of cancer", and "anatomopathological exam was bilateral, and found out fibrosis, synovial metaplasia and chronical inflammatory process." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified